Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and from the information obtained, the reported issues were confirmed. However, foreign material remaining in the device could not be identified. No physical damage was confirmed at the place with the foreign material remained. The root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. Such events can be detected and prevented according to the following ifus: instruction manual gif-xz1200 operation chapter 3 preparation and inspection, the detection method is described. Instruction manual gif-xz1200 cleaning/disinfection/sterilization chapter 5 prevention measures are described in the reprocess of endoscopes (and accessories to be reprocessed). Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the gastrointestinal videoscope had foreign material exiting from the air/water nozzle. The issue occurred during preparation for usage for an unspecified diagnostic procedure. There were no reports of patient harm.